Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high impedance and a possible lead fracture. It was further reported that the implantable cardioverter defibrillator (ICD) measured high unstable impedance values. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with minimal explant damage. Visual summary analysis of the lead indicated apparent explant damage.